Event description:
It was reported that 50 bd discardit¿ ii syringes were had scratches on the inside and black particles observed in the medication after drawing it up. The following information was provided by the initial reporter: "syringes were scratched from the inside swimming black particles are observed in the medication after drawing up."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/12/2021. H.6. Investigation: a device history record review was performed for provided lot number 2009158 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, the scratched particles described within the syringe have been identified as lubricant flakes from the syringe barrel. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Through examination of the samples, burnt plastic markings were identified. These embedded particles were produced during the molding process. Due to the high working temperatures of the molding machine, if the gases are not expelled correctly, some gases may remain within the mold cavity and produce burnt syringe pieces. This is a cosmetic defect which has no risk to the health of the patient as the plastic piece is embedded within the syringe molding without the possibility of detachment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd discardit¿ ii syringes were had scratches on the inside and black particles observed in the medication after drawing it up. The following information was provided by the initial reporter: "syringes were scratched from the inside -swimming black particles are observed in the medication after drawing up."